Manufacturer narrative:
Corrected info: b5, MDR code a150105.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. The customer reverted to manual injections for insulin therapy.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.